Manufacturer narrative:
The device was unavailable for evaluation. The device history record of reported lot number was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. If the device is received for analysis, a supplemental report will be submitted with analysis findings.

Event description:
It was reported that patient was maintaining a continuous prostacyclin infusion using the cadd solis/cassette, attempted to prime infusion line unattached ¿ as fluid advanced along the line, as it reached the in-line micron filter an occlusion alert ¿red screen flashing ¿ occlusion alarm¿ came up, attempts to re-prime were met with same and then blue strip on top of screen ¿downstream occlusion cleared¿. The problem was fixed by changing the cassette. There was no human harm.

Manufacturer narrative:
(B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Received three (3) used and one (1) new list# 21-7002-24 reservoir cassette. As received no damage or anomalies were observed. In attempts to replicate clinical use each cassette was filled with 100 ml of sterile water using an ICU medical provided syringe and inserted into a cad solis pump. The cassette was primed with 10 ml. No difficulties filling the cassette were observed. No alarms or difficulties priming were observed. The complain of occlusion alarm could not be replicated or confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.